Manufacturer narrative:
There was no iop test failure alarm and no check settings alarm on the insulin pump. The insulin pump passed the self-test, displacement test, rewind test, basic occlusion test and priming test. The device was stuck in the motor error loop during both bolus and basal delivery tests. The motor position encoder error alarm was unable to be tested due to motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device had a cracked reservoir tube lip, minor scratches on the lcd window and scratches on the casing. (B)(4).

Event description:
Customer reported via phone call iop test failure, no delivery alarm, motor error alarm, motor position encoder error alarm and high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. Customer was able to pass and perform the self-test. Troubleshooting for the no delivery alarm was performed. Customer was able to resolve the alarm by a complete set change. Customer does not want to return the set or the reservoir for analysis. Troubleshooting for motor error alarm was performed. Customer received motor error alarm during the rewind process. Customer also reported motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.